Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500mg/dl with extreme thirst and unspecified ketones associated with a recurring occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The occlusion issue reportedly recurred with multiple sets of supplies. During troubleshooting, the reporter was able to prime without any alarms, however the reporter insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: there were occlusion alarms in the black box where the force at the time of the occlusions was high. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed that the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring.